Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor operated differently than expected. The screen appeared distorted with unclear colors and info. The user reported the screen would periodically turn black and display red "computer needs service" error message. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.